Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was received with cracked battery tube thread and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer works in a kitchen environment with lots of heat and steam and has had several button error alarms. Customer was advised that the insulin pump will be replaced.